Event description:
It was reported that the pump emitted repeated beeps while device logs showed loss of continuous glucose readings due to an expired freestyle libre 3 plus sensor and no replacement sensor applied, consistent with expected behavior at sensor expiration. No reported clinical symptoms. Outcomes included no reported impact on daily activities or medical care. Investigation included remote data review and user education. Investigation of this case revealed normal device performance with sensor expiration and user not starting a new sensor. It was concluded that the device functioned as designed and user education on sensor replacement resolved the concern.